Event description:
This report was received from hosp personnel in which an ophthalmologist was performing a cataract extraction with implantation of a posterior chamber intraocular lens. The ophthalmologist implanted the iol without any problems, however, after implant the hepatic "did not spring back and stayed close to the lens". It was clear that the ophthalmologist did not cause the bent haptic and the question was raised about a "weak batch". The iol was explanted without serious injury to the pt and replaced with the same model and diopter without further incident. A batch review has been requested as well as return of the lens for MFR investigation and eval. The ophthalmologist indicated that no adverse event occurred. A MFR review of the batch records revealed no deviations and complaint levels for omma material batch did not identify any trend that explains this complaint.